Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter and a computer usb port, although it was advised that these should only be used for troubleshooting. Tandem technical support arranged to send a replacement tandem wall adapter through two-day shipping, and no further assistance was required as the pump began charging successfully.